Event description:
Customer reportedly received results of 183 mg/dl, 135 mg/dl, 196 mg/dl, 89 mg/dl, and 390 mg/dl within 4 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.